Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health professional reported system ring was loose and needs to be secured. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the company service representative tightened the loose dovetail. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is attributed to internal component wear/reliability. The manufacturer internal reference number is: (B)(4).